Manufacturer narrative:
Correction: b2 - outcomes attributed to ae updated from "other serious" to "n/a". H6: health effect - clinical code 2135 was removed and code 4582 was added. H6: health effect - impact code 4614 was removed and code 2199 was added. H6: medical device problem code 2993 was removed and code 3189 was added. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint history was not performed because the failure mode was not specified. The investigation was unable to determine a conclusive cause for the reported difficulties as a failure mode was not reported and there were no reported adverse patient effects. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Subsequent to the initially filed MDR report. Information was received, indicating that the graftmaster was implanted without issue to seal a perforation in the saphenous vein graft (svg). There were no reported adverse patient effects. Although the graftmaster stent did not cause or contribute to the perforation, this event has been reported; therefore, it will remain reportable. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the 3.5x19mm graftmaster covered stent was implanted and sealed a perforation in an unspecified artery; however, a perforation of the saphenous vein graft (svg) occurred. There was no report of treatment or adverse patient sequela. No additional information was provided.